Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2010; dtbb1d4 ICD, implanted: (B)(6) 2014; 6947-62 lead, implanted: (B)(6) 2014; 6725 adaptor, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient developed pocket hematoma with draining fluid. The physician revised the pocket and administered antibiotic solution. The implantable cardioverter defibrillator (ICD) remains in use and the pocket healing will continue to be monitored. No further patient complications have been reported as a result of this event.